Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is not available. Device manufacturing date is unavailable. The short spine clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring has been pulled from the top of the adjustment screw and is missing. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the washer on the spine clamp had broken off the clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.